Manufacturer narrative:
Siemens filed initial MDR 2247117-2019-00012 on 28-feb-2019 and the first supplemental MDR on 23-jul-2019. Additional information (15-aug-2019): the immulite 2000 xpi instrument with serial number (B)(6) was replaced with another immulite instrument. The cause of the discordant, falsely elevated troponin I (tpi) result is unknown. The result code and conclusion code in section h6 were updated to reflect the additional information. No further evaluation of this device is required. MDR 2247117-2019-00013_s2, MDR 2247117-2019-00064_s1, MDR 2247117-2019-00065_s1, MDR 2247117-2019-00066_s1, MDR 2247117-2019-00067_s1, MDR 2247117-2019-00068_s1, MDR 2247117-2019-00069_s1, MDR 2247117-2019-00070_s1, MDR 2247117-2019-00071_s1, MDR 2247117-2019-00072_s1, MDR 2247117-2019-00073_s1, and MDR 2247117-2019-00074_s1 were filed for the same issue.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00012 on 28-feb-2019. Additional information (11-feb-2019): since 11-feb-2019, siemens specialists have been dispatched to the customer's site multiple times. The specialists performed several service actions to resolve the issue. Several actions below were already documented in the initial MDR. The specialists: inspected the instrument; performed alignments on the instrument; checked the test unit position, reagent pipetting, dilution well, tube lifter alignment, luminometer shutter, luminometer processor, supply voltage, instrument temperature, electrical voltages, probes alignments, dual resolution dilutor (drd) alignments, dilution well alignments, mechanical alignments, and the locking and leveling of the instrument; performed weekly and daily maintenance and mechanical adjustments; corrected drd alignments, luminometers, lifter tubes, lavage centrifuge, water, substrate, probe alignments, and the 3-way valves of the drd's; decontaminated the hydraulic system, substrate lines, other lines in the instrument, and probes; replaced the gasket/retaining ring, reagent probes, sample probes, tube with probe wash and water line filter, water pump, inlet water pipes and washing solutions with filter, washing siphon with pipes, dilution well tubing, vacuum pump, volume pump, 3-way valves, drd seal, drag reagents assembly, washer pump, filter pipe, tube assembly and filter, waste tube, and manifold of the sample and reagent lines; cleaned the centrifuge luminometer, luminometer, incubator, manifold of the liquid sewage, and vacuum pump; ran luminometer light tests, luminometer positional precision studies, substrate counts per second (cps) tests, substrate and water volume check, probe angle tests, watertest pm, water tests, reproducibility tests with patient samples, quality controls (qcs), and pump tests, which recovered acceptably. The specialists also repeated routine samples, which reproduced well. The instrument was returned to operation and a specialist observed the customer's method in preparing samples for routine testing. The specialist advised the customer to centrifuge samples using the correct time and speed and suggested another sample tube brand to the customer. The customer adopted the sample tube brand recommended by the specialist. Siemens is investigating the issue. MDR 2247117-2019-00013_s1, MDR 2247117-2019-00064, MDR 2247117-2019-00065, MDR 2247117-2019-00066, MDR 2247117-2019-00067, MDR 2247117-2019-00068, MDR 2247117-2019-00069, MDR 2247117-2019-00070, MDR 2247117-2019-00071, MDR 2247117-2019-00072, MDR 2247117-2019-00073, and MDR 2247117-2019-00074 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant troponin I (tpi) result was obtained on a patient sample on an immulite 2000 xpi instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: checked the alignment of the sample and reagent probes, 3-way valves, and dual resolution dilutors (drds); aligned the luminometer, tube lifter, centrifuge, water pump and substrate pump; ran light test, luminometer position precision test, substrate counts per second (cps) test, substrate and water volume check, and probe angle test. The next day, another siemens specialist was dispatched to the customer's site; the specialist confirmed that quality control recovery and alignments on the instrument were within specifications. The specialist also readjusted all assays on the instrument, ran a water testpm, and performed a precision test; the tests recovered within specifications. The cause of the discordant, falsely elevated tpi result is unknown. Siemens is investigating the issue. MDR 2247117-2019-00013 was filed for the same issue.

Event description:
A discordant, falsely elevated troponin I (tpi) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was hospitalized due to the discordant result and the patient's blood was redrawn; the new sample was run on the same instrument, resulting lower. The initial sample was also repeated on the same instrument, resulting lower than the discordant result. The result obtained on the redrawn sample was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpi result.